Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent low glucose readings while using the ilet system, with sensor values in the 40s and fingerstick values in the 30s to 40s, self-treated with oral carbohydrates and sugar, then disconnected the pump despite education that insulin delivery suspends during hypoglycemia; the user performed a factory reset later and requested spanish-language support. Symptoms included hypoglycemia and malaise. Outcomes included no health consequences or impact. Investigation included communications with the user, analysis of information provided by the user, and review of available data. Investigation of this case revealed no specific device findings, insufficient information to identify a medical device problem, and no identifiable component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.